Event description:
Boston scientific received information that this pacemaker device along with right ventricular lead exhibited high right ventricular pacing lead impedance measurement of more than 2000 ohms. Additional information obtained from the field representative indicated that the cause of the high pacing impedance was not determined. Sensing and threshold measurements were normal. The clinic will continue to monitor the patient. The rv lead was surgically abandoned and was replaced successfully. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.